Manufacturer narrative:
(B)(4) device evaluation indicated that the complaint of unable to charge device was not verified. Upon receiving, the device was completely depleted. The device was charged in one charge cycle, and linked to a test remote control, and the battery measured 4.05 volts. However, the device failed the functional test. Visual inspection revealed burn marks on the top case; this indicates electro cautery was used. The analog ic was damaged due to exposure to high-voltage transients causing internal shorts in the component. The reported complaint states that electrocautery was used when precision ipg was swapped with spectra.

Event description:
A report as received that the patient was unable to charge the ipg and it was non-functional. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report as received that the patient was unable to charge the ipg and it was non-functional. The patient underwent an ipg replacement procedure and was doing well postoperatively.